Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pegasus yel 24gax0.75in qsyte-capy nopvc leaked. This was discovered during use. The following information was provided by the initial reporter: during usage, it's noticed that leakage at septum.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 7048344. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was submitted for evaluation and testing. No abnormalities could be identified in the returned sample despite attempts to identify the cause using leakage testing and microscopic evaluation of the device. Based on our results, the root cause for this complaint could not be associated with the manufacturing process at the conclusion of our review.

Event description:
It was reported that pegasus yel 24gax0.75in qsyte-capy nopvc leaked. This was discovered during use. The following information was provided by the initial reporter: during usage, it's noticed that leakage at septum.